Event description:
Customer reported that when changing her set she was unable to see numbers when going through the fill tubing process. It was also reported that the insulin pump alarmed no delivery during prime. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.